Event description:
It was reported that during placement, the foley catheter balloon ruptured twice in the same patient. Per investigator's notification received on 18-mar-2026, it was reported that additional sample with balloon rupture was returned for evaluation was found during sample evaluation.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.